Event description:
It was reported that the patient presented in clinic due to syncope. Device interrogation revealed unspecified oversensing and failure to capture on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was unknown.

Manufacturer narrative:
Correction: needed for patient condition was unknown not stable.

Event description:
It was reported that the patient presented in clinic due to syncope. Device interrogation revealed unspecified oversensing and failure to capture on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was unknown.

Manufacturer narrative:
The reported events of oversensing noise and failure to capture were confirmed. As received, a complete lead was returned in two pieces. Final analysis found that the insulation was abraded at 7.2cm to 8.5cm and 13.0cm to 13.7cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.

Manufacturer narrative:
G3 correction: the g3 of the previous report should have been (B)(6) 2023.